Event description:
It was reported the physician was performing a procedure in a patient with intracranial atherosclerotic disease (icad) to treat a severly tortuous and ninety percent stenotic calcified basilar artery with a sixty degree bend in the lesion. The balloon reportedly could not dilate enough and fifty percent omnipaque contrast media leaked from the wire hub when they used the pci pump to increase pressure to fourteen (14) atm. The physician changed to another pump but the problem persisted. It was reported that the procedure was completed with this device, with a twenty percent stenotic reduction. There was no resulting negative impact to the patient.

Manufacturer narrative:
The device in question has been returned to boston scientific for technical analysis, however, the investigation is currently on-going. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unknown.